Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign material on the scope case. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found: the scope cover has foreign materials. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was not confirmed what caused the foreign material. Olympus will continue to monitor field performance for this device.